Event description:
It was reported that the bd luer-lok¿ syringes had issues with foreign matter and plunger damage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: four photos and 32 samples were provided for evaluation. Photo 1 showed an ink dot on the side of the syringe. Additionally, twenty-four syringes had ink dots on the side of the syringe. Ink dots can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing dots of ink. Photo 2 showed embedded foreign matter in the plunger rod of the syringe. Additionally, seven syringes had embedded foreign matter in the plunger rod or barrel of the syringe. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Photo 3 showed a burn on the flange of the syringe barrel. Burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. Photo 4 showed damage on the plunger rod of the syringe. While the true root cause could not be determined, it was likely that there was a jam on the assembly machine that caused the plunger rod to be pinched and damaged by assembly dial. One syringe had a rubmark causing missing print on the scale of the syringe. A rubmark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringes had issues with foreign matter and plunger damage. There was no report of exposure, injury, or medical intervention.